Event description:
Indication for procedure: venous occlusion; indicated for crt upgrade. Procedure: this was a left-sided procedure performed in the cardiac catheter lab. A total of 2 leads (1 ra/1 rv) to be removed. Md inserted a lld-ez into the distal tip of the cardiac lead and began lasing with a 14f sls. During the removal of the rv lead, the pt's blood pressure dropped significantly. Md called for the pt to be transferred to the operating room for an emergent sternotomy. A perforation of the svc at the right atrial junction was found and repaired. Analysis: there were no devices returned for analysis. No product-related complaints associated with this event were reported by the physician. Pt outcome: md reported that ultimately the pt was discharged; no further updates available at this time.

Manufacturer narrative:
Manufacturer dates for all devices: unk.